Manufacturer narrative:
No pre-existing anomalies found on a total of n.30 axle small manufactured with the same lot number. We will send a final report once the investigation will be completed.

Event description:
Revision surgery of a elbow prosthesis due to unknown reason performed on (B)(6) 2022. The patient underwent a revision surgery for tema elbow on (B)(6) 2021 where the existing implants were linked with an axle #small. The patient underwent a revision surgery for tema elbow on (B)(6) 2022. The following components previously implanted: axle #small, humeral stem #h7, and humeral body - small, were replaced by axle small, humeral stem #h9, and humeral body - small. 9159015010u01 axle small lot 2106131, ster. 2100140 --> explanted on (B)(6) 2022. Event happened in us.

Event description:
Elbow revision surgery due to unknown reason performed on (B)(6) 2022. The following components were removed: humeral stem #h7 (part code 1504.14.071, lot 1813881, sterilization (B)(4), implanted on (B)(6) 2021. Humeral body - small (part code 1550.15.011, lot 1814787, sterilization (B)(4), implanted on (B)(6) 2021. Axle small (part code 1590.15.010, lot 2106131, sterilization (B)(4), implanted on (B)(6) 2021. The components before mentioned were replaced by the following new components: humeral stem #h9 (part code 1504.14.091, lot 1815327, sterilization (B)(4). Humeral body - small (part code 1550.15.011, lot 2002821, sterilization (B)(4). Axle small (part code 1590.15.010, lot 2115522, sterilization (B)(4). The commercial code related to the new axle implanted (1590.15.010) is 510k cleared but the specific version (002) of the part is not FDA cleared. This circumstance was documented through the internal complaint (B)(4) and reported to the FDA with MFR 3008021110-2022-00071. The event is linked to field action FDA recall number: z-1261-2023 (limacorporate reference (B)(4). The patient's clinical history is the following: initial surgery performed on (B)(6) 2020. Revision surgery performed on (B)(6) 2021. This event was registered as internal complaint (B)(4) and reported to the FDA with MFR 3008021110-2022-00068. The components were linked with tema axle small (part code 1590.15.010) on (B)(6) 2021. Revision surgery performed on (B)(6) 2022, hereby reported. Revision surgery performed on (B)(6) 2022, due to instability and pain. This event was registered as internal complaint (B)(4) and reported to the FDA with MFR 3008021110-2022-00102. The patient is a male, date of birth (B)(6) 1955, affected by post-traumatic arthritis. Event happened in the united states.

Manufacturer narrative:
Investigation checking the manufacturing charts of axle small lot 2106131, no pre-existing anomaly has been found on a total of n.(B)(4) stems manufactured with the same lot and sterilization number. According to our records, at least 8 out of 30 axle small with lot 2106131 and sterilization (B)(4) have been implanted and this is the only complaint received on this lot number. Neither explanted components nor x-rays were available to be retrieved and analyzed. Therefore, based on the few information available, we are not able to perform any further investigation. It should be noted that, based on the information provided, the surgeon decided to use the implant off-label during the primary surgery (performed on (B)(6) 2020). In fact, although the instructions for use indicate that tema implant is intended for cemented use, the surgeon implanted the components cementless during the primary surgery and therefore this circumstance should be taken into account when analysing the subsequent revision surgeries. Hence, considering that: checking the manufacturing charts of axle small lot 2106131, no pre-existing anomaly has been found on a total of n. (B)(4) stems manufactured with the same lot and sterilization number. The surgeon used the implant off-label during the primary surgery. We can conclude that the event is not product related. Pms data as the surgeon chose to use the implant off-label consciously, no occurrence rate of similar events can be estimated. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.